Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a dx heart cath, the tr band was placed 16ml of air was injected into the band, and it looked good. Fifteen (15) minutes later 2ml air was removed, went great; however, when came back to do again after another fifteen (15) minutes, all air was removed and balloons were deflated. No blood loss was reported. The location of the leak was unknown. It was a diagnostic procedure, and no more pressure was needed to achieve hemostasis. There was no patient harm.